Event description:
On-q has a "pain ball" device, which is labeled for 5 day use. Usp sterile compounding requires 48 hours expiration for low risk, room temp sterile products. Is this product's labeling inviting errors?